Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block and complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was not given and the subject was under a prior regimen of aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelets at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated deployment of a 25 mm lotus edge valve. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of 25 mm lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. On the same day of the index procedure, during the transcatheter aortic valve replacement procedure, the subject developed left bundle branch block. Electrophysiological consultation permanent pacemaker implantation was recommended. Three (3) days post index procedure, a new dual chamber boston scientific permanent pacemaker was implanted. Per edc, left bundle branch block and 3rd degree av block were the indication for new pererment pacemaker implantation. Four (4) days post index procedure, the subject was discharged on aspirin.